Event description:
It was reported the patient¿s implantable neurostimulator (ins) was depleted and replaced. It was noted the patient¿s returned as the ins was depleted. It was noted the patient¿s healthcare professional (hcp) requested the ins be analyzed as the service life was 16 months and their expectation was that the ins would have lasted longer. Additional information received reported the patient¿s hcp thinks the ins ran out too soon. Additional information received reported the ins battery depletion was normal.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3 7085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# v902308, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v911924, implanted: (B)(6) 2012, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no significant anomaly. It was noted that the battery had reached normal end of life. Telemetry and output were ok. It was noted that the battery was at end of service and would not clear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.